Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were within specifications; interrogation of the device memory showed intermittent v oversensing; visual inspection of the connector components and of the header did not show anomaly; it was reported that: the device showed normal pacing after connection of the v lead; electrocautery was used to stop bleeding and after, normal pacing was still observed after placing the device in the pocket; however, abnormal ECG was found during suturing. The lead was disconnected and tested but did not show anomaly; the physician connected an other device and placed the lead in the pocket but still abnormal ECG was observed; it was also confirmed that v over sensing was observed on the intracardiac egm. The lead was changed and no further anomaly was observed after placing the lead in the pocket then, it was sutured and the operation was completed. Because of the above observations and of the analysis result of the pacemaker, the reported incident is more likely due to a lead issue (the lead was probably damaged during electrocautery and v oversensing was observed when suturing thus, revealing a most probable intermittent contact at the lead level). The device is retained in the returned product storage area.

Event description:
Reportedly, during a pacemaker and lead replacement: normal pacing was observed after connecting. Electrocautery was used for stop bleeding and then the device was placed in the pocket. Normal pacing was observed again. During suturing, abnormal ECG was confirmed; therefore, the lead was disconnected and measured but no anomaly was found with the lead. The pacemaker involved in this MDR report was not implanted and returned for analysis. The physician reported also that another reply pacemaker was connected to the lead but over-sensing was still observed; the physician decided to replace also the lead then the whole operation was successfully completed.